Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, when the surgeon is about to use the device in the stomach, surgeon tried to fire but it did not fired. This happened twice to different reload. They had to replace the reload to complete the case. No patient injury.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 2647580-2018-05474, any additional information received in the future will be captured and submitted under the report number 2647580-2018-05474. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe (B)(4).